Event description:
The customer reported that the spectrum pump displayed constant air-in-line alarms. No patient injury was reported. No further info was provided.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Review of the history log confirmed the reported symptom of "constant air in line alarm" however the evaluation was unable to reproduce. The evaluation found the lower reading on the ultrasonic sensor to be out of specification with a fluid filled tube due to a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air-in-line alarms if the pump was able to run. The upstream sensor was replaced.